Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a tlif(l5) for stenosis was performed. During the surgery, the assistant surgeon mistook the viper prime comp driver for driver for final tightening and turned the viper prime comp driver with force, thinking that the viper prime comp driver should be turned until it made a sound, which broke the tip of the viper prime comp driver and left the tip inside the set screw. The surgeon in charge judged torque was not needed to be applied to the set screw and it would be no problem since there was no plan for removing the set screw. The surgeon also commented that the tip of the viper prime comp driver remained in the set screw, but that the patient was not affected. The surgery was completed successfully with no surgical delay. The patient outcome was reported to be stable. No additional medical intervention was required.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6 product investigation: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the tip of the viper prime comp driver, x25 was broken. The broken fragment was not returned for evaluation however, no post-operative x-rays were provided therefore, it cannot be confirmed that the fragment was left in the body of the patient. The observed condition of the device suggests that it has been caused by exposure to excessive tightening forces. According to the information printed on the device, this must not be used for the final tightening. Therefore, the potential cause is traced to the user due to the information mentioned in the event description and the investigation findings. A dimensional inspection was not performed since it did not apply to the complaint condition. A functional test was not performed since it did not apply to the complaint condition. The overall complaint was confirmed as the observed condition of the viper prime comp driver, x25 would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to user, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a review of the receiving inspection (ri) for viper prime comp driver, x25 was conducted identifying that lot number km853473 was released in one batch. Batch 1: lot qty of (B)(4). Units was released on jan 4, 2018, with no discrepancies. Supplier: (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.